Event description:
A report was received that the patient will be having a possible explant or lead revision due to the device pressing on her spinal cord and is causing weakness in the patient's arm.